Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 283 mg/dl. Customer stated that none of her buttons are working. Customer stated that she had a display on her screen with a black dot. Customer does not remember seeing the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.